Event description:
It was reported that the device was used during a laparoscopic appendectomy, insertion resulted in two small bowel lacerations and a laceration of the iliac artery. The pt was stabilized and the bowel and vessel lacerations were successfully repaired. Incident resulted in 1.5 days of intensive care treatment.